Event description:
In 2001, the user facility or nurse manager informed the MFR's rep of the following: dye placed in device, catheter was observed not in vein. Physician went to take the device out and discovered only about 4" with the device. The x-ray was reviewed and migrated segment observed. Migrated segment removed at another facility by a snare.